Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3. H4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2 foreign: south africa. Evaluation and investigation are in process. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the pre-operative preparation and upon opening the pulsavac, it was discovered that the lithium battery had exploded, thus, making it unsterile and unusable. An alternate device was available. There was no report of harm or delay as there was no patient involvement. Diligence is complete.